Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for placement of an inferior vena cava (ivc) filter in conjunction with back surgery. First, bone marrow aspiration of the left iliac crest was performed removing 120 ml bone marrow. Next, a lower midline incision was made and a 3-level anterior lumbar interbody fusion exposure of l3-l4, l4-l5, l5-s1 was performed. After this was done, the aorta, ivc, iliac arteries and iliac veins were examined and there was no evidence of injury. A piece of pericardium was placed over the top of the hardware to protect the hardware from the vena cava. The retroperitoneum, fascia and skin were then closed. Next using seldinger technique, access was gained to the right common femoral vein and a venacavogram was performed. The filter was then deployed at approximately the l2 level without incident. Approximately seven months post filter deployment, the patient was scheduled for retrieval of the filter. Access was gained to the right internal jugular vein and a venacavogram demonstrated an angled filter with the hook incorporated into the ivc wall. Multiple attempts to retrieve the filter with a snare were unsuccessful and the decision was made to conclude the procedure. The patient tolerated the procedure well without harm. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven months post filter deployment, a venacavogram demonstrated an angled filter with the hook incorporated into the ivc wall. Multiple attempts to retrieve the filter with a snare were unsuccessful and the decision was made to conclude the procedure. Therefore, the investigation is confirmed for the tilted filter and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately seven months post vena cava filter deployment, during a filter retrieval procedure, the filter was tilted and embedded in the caval wall. Despite multiple attempts to retrieve the filter with a snare, the filter was unable to be retrieved. There was no reported impact or consequence to the patient.